Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with the use of the bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma, endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper anatomical assessment, including the use of echo, aortogram and CT. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. Patient¿prosthesis mismatch (ppm) is present when the effective orifice area (eoa) of the inserted prosthetic valve is too small relative to body surface area. Ppm is defined as an eoa indexed for body surface area < 0.8-0.9 cm2/m2 in the aortic position and < 1.2-1.3 cm2/m2 in the mitral position. This is a frequent problem in patients undergoing aortic or mitral valve replacement (20¿70% prevalence), and its main hemodynamic consequence is to generate high transvalvular gradients through normally functioning prosthetic valves. Ppm is associated with worse hemodynamics, less regression of left ventricular hypertrophy, more cardiac events, and higher mortality rates after aortic valve replacement. Ppm is also a frequent problem after mitral valve replacement, where it is associated with less regression of pulmonary hypertension and higher mortality. In this case, the exact cause of the post tavr valve stenosis and hospital admissions for heart failure was not determined; however, ppm was suspected. Ppm cannot be confirmed at this time but may be the cause of the valve stenosis and subsequent worsening heart failure symptoms. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliate in (B)(6), a 20 mm sapien 3 valve was properly deployed in the aortic annulus with 1 ml less than nominal volume via the transfemoral approach. Approximately 3 months procedure, the patient was re-admitted for heart failure. It was confirmed that valve was ¿normal¿. Prosthesis-patient mismatch (ppm) was suspected. The patient was repeatedly admitted and discharged for heart failure over a one and a half year period. As of the initial notification to edwards lifesciences, related measurements were as follows; maximum velocity (vmax) measured 3 m/s, the mean pressure gradient (mpg) measured 30 mmhg, and the effective orifice area (eoa) measured 0.7 cm2. At the time of the report, no additional information regarding the possible cause of the ppm or the treatment provided was available. The valve remains implanted in the patient. The native annular valve area measured 259mm2.